Event description:
It was reported that during the implant procedure, the right ventricular (rv) lead exhibited failure to capture, failure to sense and failure to extend helix. The rv lead was replaced and the procedure continued with the new lead on 4 sep 2024. The patient was stable throughout.

Manufacturer narrative:
The reported events of helix mechanism issue and ¿couldn't read bipolar sensing or capturing¿ were confirmed. A complete lead with stylet inserted was returned in one piece. The helix was extended and bent noted consistent with procedural damage. X-ray examination showed the inner coil at the connector region was over torqued and some filars were broken and helix was bent consistent with procedural damage. Electrical testing found conductor shorting at the connector region due to the over torqued inner coil. The reported event of helix mechanism issue was due to the over torqued inner coil and helix clogged with blood/tissue and was bent consistent with procedural damage while the cause of the reported events of ¿couldn't read bipolar sensing or capturing¿ was isolated to the shorting of conductors at the connector region caused by the overtorqued inner coil.